Event description:
Several problems have been encountered with the tray including: tray contained a bad needle (needle was not smooth). Tray contained t-connector that cracked at the hub which caused a back-up of blood.